Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance anomaly. A new lead was successfully placed with different model. No additional adverse patient effects were reported.